Manufacturer narrative:
Pt info requested and all available info is included in sections a and b. This report was filed by the manufacturer. Will file a follow up report once the product is investigated.

Event description:
Rec'd report of disconnection of the smartsite valve from the extension line of the 20038e tri-connector. Pt had nutrition infusing and ancillary personnel noted IV fluid on the floor. No injury was reported. Set returned to quality for investigation and customer report was confirmed. Will provide a follow up report when the investigation is completed.